Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the foreign object was existed due to the broken channel. Even after brush cleaning 5 times, there was a certain amount of debris left in the suction channel of the subject device and the suction cleaning brush. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the following causes; the proper brushing and proper amount of water flow might have been not conducted at the pre-cleaning or manual cleaning. Since there was a delay in pre-cleaning after the procedure, it might have stuck and remained the foreign object in the suction channel of the subject device. After the reprocess, the remained water in the auxiliary water channel could not be removed, consequently the inside the metal pipe on the distal end was corroded and the foreign material became likely to adhere. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the foreign object from the subject device channel. The occurrence date of the event is unknown. There was no patient injury associated with this report.